Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one video of a device. A visual inspection of the returned video noted that no abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric bypass procedure, the surgeon was able to press the green button and squeeze the handle however the device did not fire. Another reload was used with the same handle ensemble to resolve the issue. There was no patient harm.